Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap rectal resection procedure, once loaded and fired, the cartridge did not apply all the staples properly. Some staples were missing in the staple line. The device properly applied the staples in the previous two firings. The suture was manually completed. No adverse patient consequences.